Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported via voice mail that the customer woke up with a blood glucose (bg) level that had gone up 40 points. No bg value was provided. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.